Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained from the clinic that the patient received a medication change and the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead was exhibiting undersensing episodes, t-wave oversensing (twos), and double counting of r-waves that resulted in an inappropriate shock. The rv lead remains in use. No further patient complications have been reported as a result of this event.